Manufacturer narrative:
D4. Concomitant product UDI for balloon is (B)(4) and for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. The visual test identified that the cuff had folds. No leaks were identified. The pump was visually inspected, functionally and leak tested. The pump had contamination in the block chamber, so the functional test could not be performed. No leaks were identified. The balloon was visually inspected, functionally and leak tested. The visual test revealed that the balloon was non-spherical and had contamination in the shell. The balloon did not pass the functional testing with an output pressure below specification. Based on the information available and analysis results, the reported device allegation of cuff mechanical issue could not be confirmed; however, the balloon not passing the functional test could affect product performance.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) had incomplete coaptation. The aus was explanted. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) had incomplete coaptation. The aus was explanted. No patient complications reported.